Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use one resolute integrity rx coronary drug eluting stent to treat a severely calcified and mildly tortuous lesion in the mid circumflex (cx) artery with 90% stenosis. The device was inspected with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device and excessive force was used. It was reported that the stent failed to cross the lesion and stent deformation occurred. It was also reported that the stent shaft had a complete detachment after it was removed from the patient. It is believed that the event was due to the use of the device in difficult lesion morphology. The procedure was completed using a non medtronic device. No patient injury was reported.